Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced both elevated blood glucose reported at 314 mg/dl and a subsequent low blood glucose reported at 68 mg/dl after a dinner that was not announced to the ilet, despite the user¿s initial statement that it had been announced; engineering log review from a related case confirmed the missed meal announcement, after which the system delivered automated correction dosing and glucose subsequently trended down. Symptoms included sweating, shakiness, and lightheadedness consistent with hypoglycemia. Outcomes included self-treatment with oral glucose juice with stabilization and no hospitalization. Investigation included review of device logs and user coaching on best practices for meal announcements. Investigation of this case revealed user-related missed meal announcement with expected device behavior, as the ilet delivered corrections and hypoglycemia ensued likely from post-correction dynamics without timely carbohydrate entry. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error related to missed meal announcement.